Event description:
A scrub nurse reported an intraocular lens (iol) was explanted due to chronic iritis. In a f/u phone call with the surgeon, he reported the pt had undergone a complicated iol procedure by a different surgeon in (B)(6) 2008. When this surgeon examined the pt in (B)(6) 2009, the pt reported not being able to see well. The surgeon noted the iol was captured in the pupil with iritis and keratic precipitates were also noted. The surgeon reported the iritis appeared to be chronic. The pt was placed on medications. The surgeon reported the pt was noncompliant with his medications and f/u appointments. The surgeon also noted the pt was a "heavy drinker". The surgeon determined it was best to remove the iol and leave the pt aphakic in order to prevent further damage to the eye. After removal of the iol, the surgeon reported the eye is doing well and is "quiet". The surgeon is not sure if the chronic iritis was caused by the iol, pupillary capture or lack of compliance by the pt. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was fractured in the gusset and distal area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met released criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/30/2010, 10/01/2010, 10/05/2010, 10/06/2010, and 10/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).